Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded electronic assembly. Also traces of moisture found at the motor and vibrator motor assemblies. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Event description:
Customer reports to have moisture under display screen due to being pushed into swimming pool. Customer also reports that act button was not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.